Event description:
Three days after dose adjusting, the pt presented to the ER with glossy eyes, eyes rolling back in head, loss of appetite and drowsiness. The physician wanted to stop the pump. No pt outcome was reported. The pump was used to deliver baclofen (dose not reported). Add'l info has been requested from the managing hlth professional.